Event description:
It was reported that the procedure was treating a moderately tortuous, moderately calcified, eccentric, 90% stenosed, de novo lesion in the mid right coronary artery. During use of the 3.0x15mm trek rx balloon dilatation catheter, the balloon ruptured at 8 atmospheres during the first inflation. A non-abbott device was then used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.